Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where it is unknown if the ipg was set to MRI mode or not. As a result, the patient underwent surgical intervention during whicht he ipg was explanted and replaced with no complications.

Manufacturer narrative:
It was reported that the patient's ipg became inoperable after an unrelated procedure where it is unknown if the ipg was set to surgery mode or not. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.